Event description:
It was reported that the permanent cautery hook instrument did not move correctly and had a broken cable at the wrist during the da vinci surgical procedure. Due to the alleged issue, the site used a new instrument and continued with the da vinci procedure. There was no allegation of injury to the patient due to the alleged issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer's reported complaint of the instrument not moving correctly. The instrument did not move correctly since the pitch cable was broken at the distal clevis hub of the instrument. The broken cable segment that contains the crimp was installed in the clevis. The clevis does not exhibit any damages or wear marks. There were no other damages noted on the instrument. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the instrument not moving correctly and due to a broken cable. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.